Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer went to the emergency room (ER); details and nature of customer¿s blood glucose (bg) value were not provided. Customer¿s bg was treated intravenously with dextrose. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.